Event description:
It was reported the hcp attempted to place a left deep brain stimulation electrode, but the procedure was aborted due to intraparenchymal hemorrhage. No outcome was reported. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.